Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screws fracture during the impression phase. Implants were removed. Tooth location 26 and 27. Screw damaged the implants.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Visual inspection via naked eye and camera magnification of the product identified the screw portion of the mount within the implant. Damage observed on the implant likely caused during removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Device history record (DHR) review could not be performed for the unknown zimmer screws since the item/lot numbers were not available. Complaint history review could not be performed for the unknown zimmer screw since the item/lot numbers were not available. Based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Event description:
No further event information is available at the time of this report.